Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Retain for cartridges with the reported lot # were confirmed to be defective.

Event description:
On (B)(6) 2011, the lay-user/reporter claimed that the animas insulin cartridge with lot# b201576 is leaking. There was no visible sign of leakage; however, the patient reportedly smelled insulin at times over the past month. The reporter claimed that her blood glucose is control between 90-100 mg/dl but was elevated to 200-300 mg/dl during the past month. The patient did not develop any symptoms and did not receive any medical intervention that would suggest a serious injury occurred. This complaint is being reported as a malfunction due to the alleged cartridge leak issue.